Event description:
The label on the vial of strips is partially torn and the lot number, catalog number, code number, and expiration date are missing. Requested return of suspect vial and replacement was sent.